Event description:
The report received indicated that during a percutaneous procedure to the left common femoral artery, the physician advanced the smart control nitinol stent system; however, when advancing the device near the sublcavian artery, there was some resistance felt inside the sheath and the physician, forcedly, attempted to advance the delivery system. However, the stent began to deploy slightly and as a result the smart control was removed from the patient and another product was used. The target lesion presented moderate calcification and heavy tortuosity and was treated successfully. There was no adverse event and the patient is in stable condition. Further information indicated that there were no attempts made to recapture the stent and as the device was movable inside the sheath, the delivery system was pulled out from the patient without any difficulty. It was indicated that while maneuvering the device, the stent delivery system did not pass through any acute bends, the device's locking pin remained in place and the handle remained flat and straight outside the patient. Prior to patient insertion the device was inspected and prepped as per the instructions for use, there were no anomalies identified; the device was removed from the packaging without difficulties and the stent was constrained within the outer member.

Manufacturer narrative:
The complaint received, states the smart control ses (self expanding stent) experienced tracking difficulty, friction and partial predeployment during a procedure. The patient was a male with unknown medical history. The target vessel / lesion was the left common femoral artery, described as moderately calcified and heavily tortuous. The rate of stenosis was not reported. Approach was made from the left brachial site. The device was stored, prepped and used according to IFU (instructions for use) guidelines, the thermal indicator was noted to be correct for usage. The locking pin was in place. When the smart control was advancing through the subclavian artery, there was resistance inside the sheath (6f shuttle sheath, cook). The physician attempted to force the catheter forward, at this point the stent began to prematurely deploy. The smart control was removed without difficulties and another product was used to complete the procedure. There was no reported injury for the patient. The product was discarded and thus unavailable for analysis. The product was not returned for evaluation. However, a device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. With the limited information available, and without the product available for analysis the complaint could not be confirmed and no determination regarding potential contributing factors could be made. Based on the limited information provided it is not possible to draw a conclusion regarding a clinical relationship between the device and the event.